Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a kink at the exit notch. There was blood and contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 32mm long from the proximal end of the balloon. The inner shaft at the tip was buckled. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified common iliac artery. A 8.00mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for few seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified common iliac artery. A 8.00mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for few seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.